Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient underwent a lead revision due to migration of the lead causing inadequate stimulation. The patient had x-rays performed to confirm the migration. There were no reported patient complications.